Event description:
Information was received from multiple sources (patient, healthcare provider, clinical study) on (B)(6) 2021 regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported increased pain "below belt" (low back and right leg pain) on (B)(6) 2021. An MRI was performed on (B)(6) 2021. Injections with temporary relief. No further action per the patient's pain specialist. The patient is to discuss possible reprogramming of the spinal cord stimulation system. Additional information was received from the manufacturer representative (rep) on (B)(6) 2021 reporting that the patient had si joint injections on (B)(6) 2021. The patient had reported increased pain ¿below belt¿ on (B)(6) 2021. Diagnostic type imaging (x-ray, MRI, CT scan, etc) was performed on (B)(6) 2021, but results were not documented. Injections have provided temporary relief. No further action per pain specialist). Pt to discuss with medtronic rep about possible reprogramming of scs additional information was received on 2022-12-14 reporting that the pt got an esi interlaminar injection on (B)(6) 2022. On (B)(6) 2022 the pt had a lead check and was reprogrammed and had settings adjusted. It was identified that the increased lower back and right leg pain was due to a lead migration. On (B)(6) 2022 the pt had a lead replacement and the issue was resolved. Device disposition was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-feb-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.